Event description:
It was reported that the programmer will not interrogate pacemakers, but it will interrogate wireless icds (implantable cardioverter defibrillator). The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the left display latch was sticky. (B)(4).